Event description:
My daughter uses the dexcom g6. Dexcom provides a share service so that blood sugar readings go into the cloud and are accessible by the dexcom follow app and other 3rd party services that subscribe to the readings and provide alerts and other services and info to people with diabetes and their families. This service sometimes goes down for long period of time, and when this happen people are not sufficiently alerted and do not have a way to get updates on the status of the service. When this happens at night, people with diabetes may have highs and lows and they or their caregivers do not get alerts. My daughter's blood sugar went to 58 and I didn't get a low alert while I was sleeping because the service went down last night in the middle of the night. She is fine but a critical service like this needs more redundancy and more intentional ways of notifying consumers of problems. FDA safety report ID# (B)(4).